Event description:
Approximately 2 months post-procedure, the patient had a clinically driven CABG. The vessel involved is unknown at this time. The event will be reported as a restenosis. The report is from the study. The patient was a female with 3-vessel disease and a history of hypertension, diabetes mellitus, and gastro-duodenal ulcer. The indication for the index procedure was unstable angina pectoris. The target lesion was the mid right coronary artery (rca). Vessel diameter was 2.5mm and the lesion length was 15mm. Pre-procedure stenosis was 70%. The lesion was de novo and a type a classification. The lesion was not pre-dilated. A crb18275 was deployed at 24atm. Post-procedure stenosis was 0%.

Manufacturer narrative:
This product is distributed outside the united sates. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.